Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed and the cause was not identified. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's (B)(4) regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the care giver (cg) follow troubleshooting steps including checking the lines for kinks, air and fibrin. The cg stated that there was air in the patient line. The tsr advised the cg to start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient's (hp) nurse stated that he was not aware of the hp getting this alarm. The nurse stated that he had just seen the hp yesterday and she did not mention anything. The nurse stated that there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.